Manufacturer narrative:
Secondary surgery - (double vision) - (lens implanted upside down) - (lens flipped) - evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The reporter stated as the surgeon was implanted a 12.1mm micl 12.1 implantable collamer lens, the lens flipped and was implanted upside down in the pt's left eye (os). The lens was implanted in 2009. The lens was explanted three days later, due to the pt was complaining of double vision. There was no pt injury. The lens was exchanged for another same model lens. The pt's bcva is 20/20.